Event description:
A resolute integrity drug eluting stent was implanted in the prox lad during the index procedure. A second resolute integrity drug eluting stent was implanted to treat a dissection in area adjacent to original target lesion site.

Manufacturer narrative:
(B)(4) inherent risk of procedure (dissection). (B)(4).